Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital discarded the product. Concomitant medical products: item number: 00877503601, item name: biolox delta head, lot number: 2435785, item number: 00630505036, item name: standard liner, lot number: 60876696, item number: unknown, item name: unknown shell, lot number: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient was revised due to fracture of the femoral head after a fall. Friction from the femoral head fracture resulted in significant wear of the trunnion on the stem and subsequent titanium debris in surrounding tissue.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of photographs. Visual inspection of photographs identified a deformation on the trunnion. Broken pieces of the femoral head was observed. No further evaluation is possible using the images provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The reported event most likely occurred due to the friction between the fractured pieces of the femoral head and the stem. However, a definitive root cause cannot be determined without medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.